Event description:
It was reported via medwatch that the patient presented in clinic for implant procedure. During use of an agilis catheter, intracardiac echocardiography revealed that the patient developed pericardial effusion due to perforation. A micropuncture was used to drain the effusion. The patient's condition was unknown.